Event description:
It was reported that on (B)(6), 2010 the eminence of the ps tibia had broken and was removed arthroscopically. The tibia remained implanted. On (B)(6), 2011, the tibia and femur were revised. The femur and the tibia well fixed at the time of the surgery. The identification of the femoral component, which was revised, is not known.

Manufacturer narrative:
The broken eminence was reported in the MDR report 3005751028-2010-00027. At the time no root cause could be determined. Being that the implants were retained by the hospital, no add'l investigation can be performed.